Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an external neurostimulator (ens). Patient reported being at the doctor's office today due to wires and bandage coming loose which the doctor secured and re-taped. Patient also mentioned prior to their advance trial, the patient would suffer from bacterial infection due to fecal incontinence (fi), but the patient has not had any fi. Additional information was received from the rep. Patient did mention that the wires may be loose/doctor verified everything is ok. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.